Event description:
Customer reported the display would not turn on even after replacing the battery three different times. Customer's blood glucose was 273 mg/dl, treated with syringe. Alarm and possible causes were explained. Customer was advised to disconnect from the device. The device has not physical damage. Customer was not sure if the device was dropped or bumped. Customer did not think the device was exposed to moisture. No damage noted in the battery compartment, battery cap or spring. Customer was advised to use another battery and display did return. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.